Manufacturer narrative:
The device was received for evaluation. During evaluation, the device did not recognize the door as closed upon power up and prompted the user to insert the slide clamp or load a set despite the door being closed. A review of the event history log revealed door jammed and shut door to power off messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be a link was stuck preventing it from engaging the upper link switch properly. The link will be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device failed to recognize the door as closed upon power up and prompted the user to insert the slide clamp or load a set despite the door being closed. No additional information is available.